Manufacturer narrative:
A 41173e-0006 product was not available for investigation of pr (B)(6); the lot number was not provided by the customer. The feedback provided by the customer states that, "line snapped/sheared at the point where the chamber connects to the line." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation; however, the lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 41173e-0006 set in the past 12 months.

Event description:
No additional information.

Event description:
It was reported that the bd alaris smartsite gravity set had separated. The following information was provided by the initial reporter: nursing staff administrating stem cells (dli). Line primed with normal saline and connected to patient. Gravity flow confirmed. Nursing staff then spiked cell bag. On hanging cell bag, line snapped/sheared at the point where the chamber connects to the line. Cells lost. Nursing staff immediately tipped cell bag to prevent further loss. Line disconnected and new line primed for ongoing infusion.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.